Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue due to which the patient experienced diabetic ketoacidosis and high blood glucose levels of 797 mg/dl. She switched out supplies, administered bolus and gave herself a shot of insulin. Subsequently, the patient was hospitalized where she received fluids and insulin via intravenous drip, which resolved the issue. There was no permanent damage to the patient. The infusion set had been in use for one day. The kinked cannula might very well be the consequence of injection in scar tissue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.